Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.6b., g.1., h.6.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and discarded.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "dissatisfaction with implant size" and "pocket was extremely stretched out with lateral stretch and bottoming out". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.